Manufacturer narrative:
The customer stated the laboratory technician had discarded the cracked calibrator vial. A device evaluation could not be performed. Eval codes: vial. (B)(4).

Event description:
The customer reported upon reconstitution a pth calibrator vial cracked and leaked involving access intact pth calibrators. The customer continued to use the vial but calibration failed. There has been no report of patient results impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. A replacement calibrator was sent to the customer.